Manufacturer narrative:
Review of lot history records for the involved devices confirmed manufacturing steps and processes were met and followed. There have been no issues with any sterile disposable manufacturing lots produced to date. Product met specifications prior to shipment. This MDR is being filed after a retrospective review of all complaint reports. Pt information not provided/ phone and email contact for foreign physician not provided.

Event description:
Patient complied of edema 1 week after treatment. When seen, had progressed to edema and erythema in the lower part of the right axilla with pain. Incision and drainage with antibiotic solution. Antibiotics were prescribed.